Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2020-00494 under a different suspect medical device. The suspect medical device was changed on (B)(6) 2020 upon further investigation of the customer issue. The abbott field service representative (fsr) inspected the instrument and after several troubleshooting procedures determined the nozzle, c4, #1, #4, #5 was the likely cause. The fsr replaced the part resolving the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the nozzle was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that discrepant architect magnesium results were generated. Corrected reports for two patients were issued. No adverse impact to patient management was reported. Sid, date, initial, repeat: (B)(6), (B)(6) 2020, 1.4 mg/dl, 1.8 mg/dl. (B)(6), (B)(6) 2020, 1.3 mg/dl, 1.7 mg/dl. The customer's normal range is 1.6 - 2.6 mg/dl.